Event description:
It has been reported that a versacross access solution kit has been selected for use for a watchman procedure. A pericardial effusion and cardiac tamponade were reported. During the procedure, the physician stated that versacross sheath went to an unknown location which was believed to be the left atrium, but was confirmed to not be. Multiple attempts were required to track up/down into position on septum before transseptal. The physician was unaware of the sheath location at this time and was unable to locate it through transesophageal echocardiogram (tee). Post-procedure, the patient began experiencing shortness of breath and chest pain, which was confirmed through transthoracic echocardiogram (tte) to be caused by an effusion near the apex/left ventricle, followed by a cardiac tamponade. No pericardial effusion (pe) was noted prior to procedure. The implant was still deployed and the procedure was completed successfully as the effusion was discovered post-implant. A periocardiocentesis was done. The current patient status is unknown. The patient was admitted beyond standard of care. The device is not expected to be returned for analysis. It has been further mentioned that there was no issue observed with the versacross rf wire. In addition, the effusion was successfully managed using a tapping method and the patient was safely discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This supplemental MDR has been created in response to a gfe dated 07nov2023, sections b5 (event description) and b2 (outcomes attributing to adverse event) have been updated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit has been selected for use for a watchman procedure. A pericardial effusion and cardiac tamponade were reported. During the procedure, the physician stated that versacross sheath went to an unknown location which was believed to be the left atrium, but was confirmed to not be. The physician was unaware of the sheath location at this time and was unable to locate it through transesophageal echocardiogram (tee). Post-procedure, the patient began experiencing shortness of breath and chest pain, which was confirmed through transthoracic echocardiogram (tte) to be caused by an effusion near the apex/left ventricle, followed by a cardiac tamponade. No pericardial effusion (pe) was noted prior to procedure. The implant was still deployed and the procedure was completed successfully as the effusion was discovered post-implant. A periocardiocentesis was done. The current patient status is unknown. The patient was admitted beyond standard of care. The device is not expected to be returned for analysis. It has been further mentioned that there was no issue observed with the versacross rf wire. It was required multiple attempts to track up/down into position on septum before tsp.